Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. Due to the lack of information a causal relationship cannot be determined. Baxter (B)(4) completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number were provided. Per hayward, the manufacturing process could not be evaluated as no affected product code or lot number was provided by the customer. No trend was identified. Per (B)(4), no further investigation is possible at this time as the affected product code and lot number were not provided by the customer therefore the manufacturing process could not be evaluated through the review of the batch record and retention samples. This case will be kept on file for trending purposes.

Event description:
Lavh (laparoscopic assisted vaginal hysterectomy) was performed on a patient and 3 days later she was rushed back to hospital due to poor vital signs and was very unwell. Patient was returned to the theatre and the customer stated that the area where coseal had been applied was "very angry" and the "bladder was stuck down hard". No further information was provided.

Manufacturer narrative:
(B)(4). Additional case information was received on (B)(4) 2014 and the case was re-assessed and re-evaluated. Final medical assessment: the follow up clinical information confirms extensive adhesion formation in the subacute postoperative period in those areas where coseal has been obviously applied. Since the product has been applied to prevent adhesions, and these specific anatomical structures showed postoperative fibrotic changes, this is considered a lack of effect. In the absence of any other relevant risk factors for adhesion formation (i.e. Endometriosis) the reported serious adverse event is possibly associated with the use of coseal. Baxter (B)(4) completed the investigation. As no sample or lot number was provided, the sample evaluation and batch review could not be performed. No trend was identified. Per (B)(4), no further investigation is required at this time as the product code and lot number are unknown therefore the manufacturing process could not be evaluated through the review of the batch record and retention samples. This case will be kept on file for trending purposes.

Event description:
The following additional case information was received from the reporting surgeon on (B)(6) 2014: patient information (initials, age, etc). Response: age: (B)(6). What was the surgical technique? Response: indication for surgery -painful periods. Was there any follow-up procedure performed? If so, what was performed? Response: 1 week post-op ongoing pain and diarrhea. No bowel obstruction. Returned to surgery (B)(6); lap division of adhesions. Bowel (large) adherent along vault and pelvic sidewalls where coseal applied. Surgeon concerned coseal was somehow involved in it happening. Patients medical history (pre-existing conditions, concomitant drugs/devices used, etc.) Response: n/a. Status of the patient (outcome of the patient) response: patient is now doing very well. Any other relevant information. Response: n/a. Product lot number used. Response: batch unknown. Coseal 8ml.

Manufacturer narrative:
(B)(4). Due to the lack of information, the case is not currently assessable and this case is being conservatively reported. Baxter is currently in the process of following up with the reporter for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.